Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the tavr procedure in this elderly population with multiple co-morbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j-sternotomy or right mini-thoracotomy), access and stabilization of the site are also provided in the training. In this case, the surgeon believes that he may have inserted sheath too far initially and when pulling back he may have caused the dissection flap. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transaortic valve procedure, after valve deployment, a dissection occurred. The patient was prepped and draped for a tao approach with a 26mm sapien xt valve. Sheath was inserted and patient remained hemodynamically stable throughout procedure. The valve was placed in good 50:50 position with trace paravalvular leak. The sheath was removed and apex was closed. At this time, the mini sternotomy was still open. Echo md pointed out an area in the aorta just above the stj that looked suspicious of a dissection. An epi probe was used and it confirmed that there was an aortic dissection. Patient was still hemodynamically stable throughout. At this time, the patient was converted to a full sternotomy and placed on bypass for an open aortic dissection repair. The patient did well and was extubated the following morning. The surgeon believes that he may have inserted sheath too far initially and when pulling back he may have caused the dissection flap.